Manufacturer narrative:
The reported event was confirmed, as the cause was unknown. Evaluation report of the returned sample, submitted by futurematrix interventional, stated that when an in-house guidewire was used on the catheter sample, it did not pass through successfully. The guidewire stopped approximately mid-shaft of the sample. When the guidewire was removed and a stopcock was attached to the wire hub in the off position and an endoflator was attached to the balloon hub, the balloon did not successfully inflate. The catheter sample was dissected. The balloon was removed and inner polyimide was removed from the shaft. There was evidence of dried contrast media inside the guidewire lumen, the balloon, the outer shaft and on the tip. This caused a blockage that did not allow for inflation. A potential root cause could be improper consistency of the contrast media (thickness or thinness). Another potential root cause could be inaccurate timing of delivery of the contrast media to the patient; it is possible that the catheter itself was prepped and could have sat waiting for the patient. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿inflating the balloon catheter 1. Fill the inflation device (eagle¿ inflation device) with sterile diluted contrast medium. 2. Attach the inflation device to the balloon lumen. 3. Inflate the balloon note: do not use air or any gaseous substances as a balloon inflation medium always use sterile liquid media. Note: the use of an inflation device with a pressure gauge is highly recommended to make sure adequate pressure is applied and the rated burst pressure of the balloon is not exceeded. Caution: if loss of pressure in the balloon occurs or the balloon ruptures, immediately stop the procedure, deflate the balloon and remove carefully. Do not attempt to re-inflate the balloon. If after inspection it is noted pieces of the balloon are missing, check for and endoscopically retrieve the fragments when possible. Warning: do not exceed the recommended rated burst pressure (rbp) for this device. Balloon rupture may occur if the rbp rating is exceeded. Please refer to the device label for the recommended maximum rated burst pressure. Extreme caution should be used when considering dilation of irregular, not-compliant tissue or in the presence of certain calculi. Deflating the balloon catheter deflate the balloon using an inflation device. Since deflation times vary based on balloon sizes and shaft lengths, check fluoroscopically to confirm deflation before attempting to withdraw. 1. Attach the inflation device (eagle¿ inflation device) to the balloon catheter and remove the solution from the balloon by pulling back on the inflation device. 2. Remove the inflation device from the balloon catheter. This will allow ambient pressure to enter, relaxing the balloon. 3. Gently withdraw the catheter. Use of a gentle counterclockwise twisting motion is recommended when removing the catheter. Caution: if resistance is felt when removing either the catheter or the guidewire from the introducer sheath, stop and consider removing them as a single unit to prevent damage to the product. Applying excessive force to the catheter can result in tip breakage or balloon separation." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was damage to the balloon on the x-force dilation catheter found before use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that there was damage to the balloon on the x-force dilation catheter found before use.